Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. 0.0 shows when attempting to program a basal. No basal programming anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the middle button got stuck and took a while for it to come up. Customer¿s blood glucose was 124 mg/dl at the time of incident. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated using the down arrow does not allow them to navigate screens. Customer stated the pump was neither dropped nor exposed to moisture. Customer states the button was not unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.